Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The patient had some atrial fibrillation (af). Analysis showed that the device was depleting normally. The power increased due to the onset of persistent atrial arrhythmias. The device remains in service. No adverse patient effects reported.